Event description:
One touch ultra meter was reading inaccurately high. Patient obtained a 256 mg/dl on their meter and started feeling dizzy and not feeling well. They decided to contact their physician. They was instructed to take more oral medication. The patient neither alleged harm nor experienced injury or further medical intervention. The customer service representative walked patient through control solution tests using the reported vial of strips and both results failed the acceptable range. The control solution test was performed again using a new vial of strips and the result fell within the acceptable range.